Event description:
Facility staff connected to the device to a pt for an internal defibrillation procedure. Reportedly, the pt showed more than expected muscular response to delivery of defibrillator biphasic energy. The pt was resuscitated. The facility reported there were no adverse affects to the pt as a result of the event.